Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. In summary, the computer was replaced. The system performed as intended. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735602r, product ID 9735634, product type: 2543-mnav - system. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. H6: multiple annex g codes were reported. G02007 corresponds to concomitant product 9735602r that comprises the reported event. G02027 corresponds to concomitant product 9735634 that comprises the reported event. Multiple fdd/annex a codes were reported. A0719 was coded for the system shutting off. A070803 was coded for the system not powering on. A0708 was coded for the power buttons not having any lights. A0902 was coded for the screen going black. A110201 was coded for the failed boot up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon bootup, the system power button turned green and the medtronic logo flashed on the screen, but then the system would shut off. The screen would black and the power button had no lights. The user tried multiple reboots and different outlets, but it did not resolve the issue. A medtronic representative (rep) later called for additional troubleshooting. The rep tested the voltage on several power outlets and noted 120 volts. The rep also swapped system power cables with a known working navigation system and noted that this system still would not power on, even with a known working power cable.